Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
Litigation papers allege patient suffered injuries and excessive cobalt and chromium levels. Update (B)(4) 2013 - patient's preliminary disclosure received (B)(4) 2012 provided part and lot numbers. The primary surgery operative report stated, the patient was noted to have a small potential calcar crack. Stem and stem sleeve are included in complaint.